Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent correction fixation at t4-l3 due to scoliosis. Post-op, the implanted rod broke. The breakage of rod occurred at inferior left side of l2. The broken rod slid to caudal side and moved till around l5/s. Patient underwent revision surgery for removing the broken implant.